Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "foam like" air bubbles were observed coming from the cartridge during the air removal step. Additionally, it was reported that the cartridge was leaking from the septum. Customer's blood glucose level was 101 mg/dl. Reportedly, customer loaded a new cartridge successfully and resumed insulin delivery on the pump.